Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7083469. Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7078230.

Event description:
It was reported that the patient had inadequate pain relief. It was noted that the lead and lead extensions had high impedances. The patient underwent a revision procedure wherein the lead was replaced and the lead extensions were removed. The patient was doing well postoperatively and the explanted devices were not returned.